Event description:
It was reported during the patient¿s permanent procedure, the scs lead exhibited impedance issues which resulted in the inability to perform intra-operative testing for effective stimulation. As a result, the patient received unwanted left side stimulation. As of (B)(6) 2014, an sjm representative was able to resolve the impedance issue with reprogramming; however, as of (B)(6) 2014, the patient was scheduled for surgical intervention to reposition the lead. The patient underwent surgical intervention on (B)(6) 2015 during which the physician decided to add an additional lead which resolved the stimulation issue. No other intervention was taken.

Manufacturer narrative:
(B)(4). UDI(di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.